Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication, the customer reported that the devices are cleaned constantly. However, it is still unclear if deviations from device instruction for use have been resolved. In addition, it was learned that a source of mycobacterium chelonae was identified by the customer. In detail, it was reported that one of the faucets is growing the bacterium and that sink does not have enough chlorine. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned as per device instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 2-3 feet from the surgery field. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Through follow up communication under event reported with manufacturer report number: 9611109 -2021-00514, livanova deutschland received report that a heater-cooler system 3t possibly resulted to be contaminated previously. Reportedly some records had been deleted from laboratory and no information regarding the type of bacterium has been provided. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. (B)(4).livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow up communication livanova learned that the device was cleaned and maintained as per the instruction for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.